Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the analyzer had no pacing output on the right ventricle channel when lead threshold testing. Analysis could not reproduce the customer¿s experience. The analyzer passed all console and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the analyzer had no pacing output on the right ventricular (rv) channel, when rv threshold testing, during an implant procedure. It was noted, that pacing was possible via the atrial channel. It was further noted, that the patient was asystolic for a brief period. Troubleshooting steps were taken to include swapping out the analyzer cable. However, the issue persisted. Further troubleshooting steps were taken to include swapping out the programmer and analyzer. Which, resolved the issue. No further patient complications have been reported, as a result of this event.